Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented for a lead revision. Upon device interrogation, the right ventricular lead exhibited high capture threshold at high output mode. The lead was capped and replaced on (B)(6) 2020. The patient was stable before, during and after the procedure and was discharged.